Event description:
As reported by the sales representative, the physician had indicated that one of the small polyurethane panels (plastic part of the filter basket) had fallen off the 6mm basket angioguard distal embolic protection device. It was observed after the filter was re-captured and removed from the patient. No pieces were found; there was no embolization. There was no apparent danger to the patient. The patient was a sapphire study participant. Another device was used instead and there was no patient injury. No anomalies were noted to the device when removed from its packaging. The device prepped normally. There was no unusual force used at any time during the procedure. There was no thrombus present, prior to, at, or after the lesion site. No force was required for withdrawal of the filter prior to the filter deformation. There was no interaction between the filter basket proximal markerband and the distal end of other devices used for the procedure. The capture sheath was advanced until the marker band lined up with the proximal filter basket marker band. The filter basket collapsed into the capture sheath as evidenced by a reduction in filter basket diameter shown by radiopaque strut markers. There was no difficulty capturing the filter basket into the capture sheath. There was no debris in the filter basket after removal. Carotid artery stenting (cas) was performed on an 80% occluded lesion in the ostial left internal carotid artery of 20mm in length in an 8.0mm vessel diameter with moderate vessel tortuosity. There was an occlusion in the contralateral carotid. The arch ii eccentric lesion was severely calcified. The lesion was pre-dilated. An 8x30mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 15%. There was no documented presence of air bubbles. The patient was neurologically intact upon leaving the angiography suite. The patient was discharged on the following day without any adverse events.

Manufacturer narrative:
This is the initial and final report for this device. Complaint conclusion: as reported by the sales representative, the physician had indicated that one of the small polyurethane panels (plastic part of the filter basket) had fallen off the 6mm angioguard distal embolic protection device. It was observed after the filter was re-captured and removed from the patient. No pieces were found; there was no embolization. There was no reported patient injury. Analysis of the returned device did not confirm the reported event. A non-sterile unit of angioguard guidewire system, was received coiled inside of a plastic bag. Two kinks conditions were observed at 6 cm from proximal and 26 cm from distal tip. On distal tip section bend/kink conditions were observed. Filter basket was received deployed and no damages were observed. Only the guidewire was received for evaluation. The guide wire was observed under vision system and no anomalies were found, only the damaged observed in the visual analysis. Lr packaging l/n# 10286107, cordis lot # 70613476 per lake region report c 14,012: lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10286107. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure reported by the customer as ¿filter basket/frayed/split/torn¿ was not confirmed since the filter basket had no observed damages. The cause of the kink and bend observed on the analysis, could not be conclusively determined; however, procedural factors might have contributed to the cause of the failures. Neither the analysis nor the DHR review suggest that the failure reported could not be related to the manufacturing process; therefore, no corrective actions will be taken at this time. As noted in the product analysis, there was no separation of the device; it was returned intact.